Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. It was also reported that the pump touchscreen timed off sooner than expected. Customer's blood glucose was 188 -223 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.